Manufacturer narrative:
Correction: section h6 codes updated.

Event description:
Related manufacturer reference number: 3006705815-2024-00999. It was reported that during revision procedure (related manufacturer reference number: 3006705815-2024-00999), it was found that the other 9-16 lead has slightly migrated. In turn, the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.